Event description:
A report was received that a pt was experiencing difficulty charging. After attempts at troubleshooting were unsuccessful, the physician determined that the pocket should be revised. The pt had lost a significant amount of weight and the charging difficulty may be due to the depth of the implant. The pt underwent a pocket revision procedure where nothing was explanted. The pt is reportedly doing well following revision surgery.

Manufacturer narrative:
This is the final report.